Event description:
We have run into some issues with faulty pump parts that cause back up of breastmilk into the tubing. This can cause growth of bacteria that could potentially enter the milk if not addressed appropriately. The connector device has pin size holes in them that cause this back up into the tubing (per the manufacturer rep).the lactation consultant has stated that this has occurred to 6-7 mothers this past week alone.======================manufacturer response for medela kit symphony bm initiation, medela (per site reporter).======================the lactation consultant called the rep directly and the rep stated that the problem is random and they could not recall the pump parts due to not knowing for sure which lot numbers were affected. They will replace the number of kits that we needed to replace.